Manufacturer narrative:
Update: 30-dec-2020. King fisher deep well plates from this OEM supplier (including this lot: 200618-6210) were included in a larger scale complaint investigation involving multiple suppliers and supplier lots. Customer samples of complaint material and samples from remaining inventory of complaint lots were tested the week of 14-sep-2020 to evaluate the occurrence of droplets and risk of cross contamination due to droplets. This investigation confirmed the droplet formation; however, there was no conclusive evidence that droplets lead to well-to-well cross contamination, as observed through functional testing. In addition, there are multiple steps in the workflow, if not followed per instructions in the user guide, that can cause potential cross contamination. Cross-contamination can occur any time a highly positive sample is manipulated by touch or transfer, such as during the addition of sample volume to the plate at the start of the extraction process, the addition of reagents to the sample, transfer of eluted sample to the pcr plate, or poor pcr plate sealing prior to the vortex step.

Manufacturer narrative:
Complaint investigation is ongoing; as of the date of this report, no root cause has been identified. A follow-up report will be submitted when new information becomes available.

Event description:
On 11/03/2020, customer reported issues with splashing and residue on tip combs during the sample preparation stage of the taqpath covid-19 workflow. This led them to believe that material transfer may have occurred between plate wells and could be a source of cross-contamination, potentially leading to false positive assay results. Customer was unable to determine the root cause of the issue, but believes it may involve the tip combs or plates. Customer noted that false positive results had been reported out of the lab, but once discovered were promptly corrected by the laboratory and reissued to the physicians. No deaths or serious injuries were reported to thermo fisher scientific.